Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: customer alleges: "the clips fell out of the applier during prep away from the patient, no clips fell into the patient." No patient injury reported. Patient current condition is fine.